Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the torque limiting attachment (part number 03.110.002, serial number (B)(4)). The subject device was returned with the complaint condition stating part of the attachment has fallen apart. The complaint is confirmed. The instrument was analysed for conformance to specifications, as well as the device history records were reviewed. No abnormal findings were identified. The complained device was manufactured in september 2015. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and therefore the most probable root cause is that a heavy exceeding mechanical overloading situation during use caused the occurrence. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part # 03.110.002, serial # (B)(4). Manufacturing location: (B)(4), manufacturing date: sep 16, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that a torque limiter fell apart. It is unknown when the issue occurred. No patient involvement reported. Complaint involves one (1) part. This report is for one (1) torque limiting attachment. This is report 1 of 1 for (B)(4).